Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified distal right coronary artery. A 3.5 x 23 mm xience prime stent delivery system (sds) was advanced to the lesion; however, it would not inflate. The sds was removed with the stent implant still tightly crimped on the balloon and a bend in the distal shaft was observed. There was no leak or rupture noted. The procedure was successfully complete with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.